Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
It was reported that after a procedure, the blade ejected from the handpiece. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing catalog and lot number.